Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion area was located in a moderately tortuous and severely calcified right coronary artery (rca). A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm during the first inflation. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported, and the patient's condition was good post procedure.